Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a bicuspid valve with severe calcium, the valve was loaded onto the delivery catheter system (dcs) and fluoroscopy did not detect a misload. A balloon aortic valvuloplasty (bav) was performed 5 times however was not proper. The valve was deployed and an infold was detected. The valve was recaptured and removed from the patient. An echocardiogram revealed aortic regurgitation. A new valve was loaded onto a new dcs and fluoroscopy did not detect a misload. A bav was performed more than 10 times however would still slip to the left ventricular outflow tract (lvot) and ascending aorta. The leaflet did not open well. The valve was deployed and an infold was noted. The valve was recaptured and redeployed again however the infold was still noted. The valve was recaptured and removed from the patient. A new valve was loaded onto a new dcs. A bav was performed successfully and the valve was implanted. No infold was noted. It was reportedthat a review of angiogram revealed that the the valves were misloaded. No adverse patient effects were reported. Additional information was received to clarify moderate aortic regurgitation was noted on echocardiogram. The bavs were performed using a 22mm, 24mm, and 26mm non-medtronic balloons. The dilatations were not "proper" because the balloon continued to slip into the lvot and pressure pushed it back to the aorta. The physician suggested this occurred due to the patient being on extracorporeal membrane oxygenation.

Manufacturer narrative:
Updated data: a4. Was added. B5. Second paragraph. Additional codes. Annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012122858); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012122860); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012122860); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012122858); product type: 0195-heart valves; product ID evolutfx-34 (j155422); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a bicuspid valve with severe calcium, the valve was loaded onto the delivery catheter system (dcs) and fluoroscopy did not detect a misload. A balloon aortic valvuloplasty (bav) was performed 5 times however was not proper. The valve was deployed and an infold was detected. The valve was recaptured and removed from the patient. An echocardiogram revealed aortic regurgitation. A new valve was loaded onto a new dcs and fluoroscopy did not detect a misload. A bav was performed more than 10 times however would still slip to the left ventricular outflow tract (lvot) and ascending aorta. The leaflet did not open well. The valve was deployed and an infold was noted. The valve was recaptured and redeployed again however the infold was still noted. The valve was recaptured and removed from the patient. A new valve was loaded onto a new dcs. A bav was performed successfully and the valve was implanted. No infold was noted. It was reported that a review of angiogram revealed that the valves were misloaded. No adverse patient effects were reported.

Manufacturer narrative:
Image review: twelve media files were submitted to medtronic for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload was present by overlap to 4 ½ nodes. However, a misload was not identified and the valve was implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Evidence shows the infolded valve was recaptured, removed and a new valve was loaded, and fluoroscopic valve load inspection was performed and a misload was present by overlap to at least node 4. However, a misload was not identified and the new valve was attempted, resulting in another infold. There is evidence of recaptures which worsen the severity of the infold. Of note, recapturing an infolded valve will not resolve the infold. A pre-implant balloon aortic valvuloplasty was performed multiple times before the valve was attempted to be implanted. It was reported that a new valve was successfully implanted. Images of the third valve load and subsequent implant were not provided for review. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.